Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned device revealed a tear at a junction at the valve system. Leak testing was performed in accordance with the mentor procedures, and no additional leaks were detected. A microscopic examination was performed, and the cause of the tear could not be identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the date of explantation, event date, diagnosis of right-sided deflation, and revision surgery. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information revealed that the actual date of explantation was (B)(6) 2020. The patient experienced back and breast pain initially on (B)(6) 2020. The patient had a consultation with her physician on (B)(6) 2020, due to breast and back pain, and right-sided deflation was confirmed. The patient underwent bilateral removal and replacement with two 490cc mentor memorygel breast implant prostheses (catalog #: shpx490, left lot #: 7725718, right lot #: 9430298). The relevant fields have been updated. On (B)(6) 2021, it was found that updated reason for device explant and/or reoperation was omitted on the previous report. Manufacturer's reference number: (B)(4), updated reason for device explant and/or reoperation: chest injury, breast pain, deflation.

Manufacturer narrative:
On 16-mar-2020, mentor received additional information regarding the date of explantation. The patient is scheduled to undergo explantation on (B)(6) 2020. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 330cc mentor smooth round high profile prostheses and experienced postoperative right-sided deflation and bilateral chest injury and pain. The patient stated that the patient experienced a work-related injury on (B)(6) 2020 and her back and breasts started hurting. As the patient returned home and changed her outfit, she noticed that her right breast was deflated. Since the incident, the patient has been experiencing breast soreness bilaterally and unable to sleep well. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.